Manufacturer narrative:
This report is being submitted under alternative summary reporting exemption e2015054. This summary report is part of the 227 pilot program. One complaint was received during this report period. It was not returned for evaluation. The device was labeled for single use and was not reprocessed and reused. No remedial action was taken.

Event description:
This report summarizes 1 malfunction events which are associated with inability of a device and/or device components to expand or enlarge with the intended inflation agent (e.g. Saline or air. No patient information was confirmed.